Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncopal episodes prior to the implant and were still occurring following the implant. The field representative has no knowledge of the reason for this patient's syncope. There were no additional adverse patient effects reported.